Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30432848l number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the procedure when isolating the left pulmonary veins, a steam pop on the anterior part of the left atrium occurred followed by a drop in the patient¿s blood pressure. Pericardial effusion was then confirmed, and the patient lost its consciousness. Cardiac massage and pericardiocentesis were performed. Patient¿s condition had improved. Patient was kept in the hospital to maintain a close surveillance on if any blood remained in the pericardial cavity; however, it is unknown for how long and if the stay was longer than the usual stay. The day after, the patient was reported in stable condition and no further effusion was noticed. Physician¿s opinion regarding the cause of the adverse event is that it was procedure and patient condition related. Transseptal puncture was performed with a baylis transseptal needle. The catheter irrigation was set at 15 ml/min during the ablation. The force visualization features used included dashboard, vector and visitag. The parameters for stability used with the visitag module were max distance change 2.5mm, min time 3s, fot 25% 3g, tag size 2. Force time intervel (fti) was used as coloring option.